Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was then successfully placed lateral to the first clip, the clip was then opened to move the clip to attempt additional positioning it was determined that the clip had become entangled within the chordae. As the clip had an adequate grasp and capture on the leaflet it was decided to close the clip in preparation for deployment. While closing the clip, there was sudden movement and the clip moved to the posterior side of the heart. There was damage visualized on the anterior leaflet. Troubleshooting was preformed and the clip was able to once again grasp and capture the anterior leaflet and deploy the clip. After deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. There was no additional space to place a third clip so the procedure was discontinued. The final mr was grade 4. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, a cause for the reported entrapment of device resulting in unintended movement associated with the sudden movement of the clip due to tension from the clip being caught in the anatomy and tissue injury cannot be determined. The reported slda resulting in mr appears to be related to degenerated leaflet and tension on the leaflets due to the entrapment of the clip. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances.